Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Medical devices: associated cutters (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the device was producing an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the roller, bushings, side plates, comb, and gear were replaced. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable. The skin graft mesher was lubricated but not repaired as it passed all required testing and functioned as intended. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced an incomplete mesh and were deemed non-repairable. The cutters were last in for evaluation on (B)(6) 2018, where it was also noted that both cutters produced an incomplete mesh and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced an incomplete mesh and were deemed non-repairable. The cutters were last in for evaluation on (B)(6) 2018, where it was also noted that both cutters produced an incomplete mesh and were deemed non-repairable. It is unknown with the information that was provided how this occurred. The instructions for use (#(B)(4), rev 02-11) states on page 1 that ¿a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.¿ the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device had incomplete mesh. No adverse events were reported as a result of this malfunction.